Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient was seen for a follow up appointment, and when a system diagnostic test was performed, the result indicated high lead impedance was present. The patient was seen last in (B)(6) 2010, where diagnostic testing revealed the device was functioning properly at that time. In addition, the patient has experienced an increase in seizure frequency since the last office visit, below the pre-vns baseline. The patient had left the office and the device was not disabled following the observation of high lead impedance. The site was unsure when the patient would be into the office for the next follow up appointment. The plan is to have the patient get x-rays taken to assess the continuity of the device and then possibly refer the patient for a surgical consultation to explore the cause of the high lead impedance further. There was no report of causal or contributory manipulation or trauma to the device site. Good faith attempts to obtain additional information have been made, but no additional information has been received to date.